Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a revision procedure, went to open implant delivered from central inventory and when package was opened it was damaged and the locking post was outside of sterile packaging.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h6, h10.   Visual inspection of returned packaging found the carton to exhibit slight damage. Carton had been previously opened. Opened carton performed a visual inspection found the hinge post extension free within the carton and after peeling tyvek , close inspection of the cavities found that the inner and outer cavities are both cracked/fractured completely through. Sterility has been compromised. Review of the device history records identified no (related) deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The device was conforming to specifications when it left zimmer biomet. The root cause is determined to be transit damage. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.